Manufacturer narrative:
(B)(4). Arjohuntleigh received a customer complaint where it was indicated that during the resident's transfer from the bed to the wheelchair the clip of the sling detached from the hanger bar. From the information received during positioning the resident over the wheelchair by manipulating the resident's legs around the mast, after release the resident received laceration and hematoma of the head and right hip fracture as a consequence of the event. Then was sent to an emergency room for pressure dressing on the head and was transported to the hospital. When reviewing similar reportable events, we have found a number of cases with similar fault description (clip detachment). The trend observed for reportable complaints with this failure mode is currently considered to be relatively low and stable. It has been established that the lift device (maxi move) and the clip sling system was being used for patient handling at the time of the event. The lift and the sling were found to have been to specification from a functional perspective when the event took place. No malfunctions were indicated that could have caused or contributed to the event. An on-site inspection found the sling fitted with "black keyhole" clips. Production of slings with black keyhole clips was seized some time ago (year 1999), therefore the sling involved in the incident is at least 15 years old. The maxi move IFU supplied with the lift involved in the incident contains the crucial information that the expected operational life for fabric slings is approximately two years from date of purchase. Therefore, definitely the sling was used longer than two years and exceeded its labelled lifetime. It should have been discarded and should not have been used. A sling clip, once correctly attached and monitored to stay in place as the weight of the person in the sling is gradually taken up, as indicated to be required in the labelling, is locked in position with the weight of the patient. It is not likely to come off during on-label use. Based on product knowledge and previously made simulations this then leaves open a possible sequence of event: it was reported that the caregiver manipulated the resident's legs to reposition the patient over the wheelchair and after releasing the resident's leg, the clip of the sling came off the hanger bar attachment point and the resident fell to the floor. Therefore, the caregiver appears not to have followed the labelling and have used the person in the sling to manipulate the hanger bar. The leg clip came off: it is possible the person was lifted without one leg clip present from horizontal position, resulting in a drop during repositioning to seated. It could also have been the case that the leg clip inadvertently detached as the caregiver was manipulating the resident's leg over the wheelchair. Reviewing past complaints, the latter option seems more likely to have taken place. The shoulder clip came off: as is documented in our simulations, there is no realistic way of the shoulder clip to be accidentally pushed off by the person in the sling during use. Only forcefully jolting of the strap that is there can detach the clip after transfer. It appears to be very unlikely as it was reported that the caregiver manipulated the resident's legs to reposition the patient. We come to the conclusion that there was a use error that caused the event. When the IFU would have been followed, the event would have been avoided. From this evaluation it is would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents. We find this complaint to be reportable to the competent authorities.

Event description:
Arjohuntleigh received a customer complaint where it was indicated that during the resident's transfer from the bed to wheelchair the clip of the sling detached from the hanger bar. From the information received during positioning the resident over the wheelchair by manipulating the resident's legs around the mast, after releasing the resident's leg, the clip of the sling came off the hanger bar attachment point and the resident fell to the floor. The resident received laceration and hematoma of the head and right hip fracture as a consequence of the event. Then was sent to an emergency room for pressure dressing on the head and was transported to the hospital.